Event description:
It was reported that during internal service activity, the customer called in to report that they have error 23070 on universal surgical manipulator (usm/arm 2). They had a procedure planned which was now performed with their second dv system. He just wanted to report the error. Technical support engineer (tse) checked logs and error was present for the last 2 days already but not reported before. Error was pointing to wrist axis on arm 2. Prior to the call the system was restarted and emergency power-off (epo). Tse explained how to use the system with 3 arms if required. The procedure was converted to another dv system with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported error 23070 on arm 2. Log review confirmed the error had been present for the past two days but had not been previously reported, indicating a wrist axis issue on arm 2. Troubleshooting, including system restart and epo, did not resolve the issue, as it was determined to be hardware-related. The system was not used for the planned procedure; instead, a second da vinci system was utilized. Guidance on operating with three arms was provided as a contingency for potential future use.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the set up joint (suj) because of a broken wrist hard stop. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.